Event description:
The customer called technical support (ts) reporting that the device is turning itself on and off without any user interaction. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer is reporting replacing the power switch overlay that has not resolved the problem. They have a 1st generation user interface (ui) board and hydis display installed. The customer confirmed the v60 power supplies are all within specification. The rse provided the customer with the part # for the v60 ui assembly to resolve the reported problem. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer has placed on order for the user interface assembly, however has not received the part.

Manufacturer narrative:
The necessary repair will be once the part is received.